Event description:
It was reported the user was unable to advance catheter over wire. The guidewire became unraveled and stuck in the patient. The guidewire was able to be removed without issue. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the user was unable to advance catheter over wire. The guidewire became unraveled and stuck in the patient. The guidewire was able to be removed without issue. No patient harm reported. The patient's condition is reported as fine.